Event description:
On (B)(6) 2012, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The physician had difficulties to advance the gore excluder aaa endoprosthesis contralateral leg component through the gore excluder aaa endoprosthesis featuring the c3 delivery system. After several attempts to introduce the gore dryseal sheath, the device was advanced outside the sheath. The pxc161000/(B)(4) caught on the contralateral gate, pushing the trunk upward, covering the celiac and renal arteries. The physician moved the device down using an occlusion balloon; however, the renal arteries remained covered. The pt was converted to open procedure. The pt tolerated the procedure. Further info was requested.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. The device was sent to gore for analysis. Investigation is in process. Further info will be provided.